Manufacturer narrative:
For the alleged, the pcr curve for sars-cov-2 result showed real amplification and a clear exponential elevation of the pcr growth curve; it is likely this sample contains a low concentration of sars-cov-2 near the limit of detection (lod) of the test. No issues were identified with the complaint kit lot during the course of the investigation. Additionally, for the run in question, there was no hardware issue or tube leakage identified. Facility name: (B)(6).truncated due to character limitations. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agencys instruction, we hereby submit this MDR. A customer from (B)(6) suspected a patient sample to be false positive for sars-cov-2 with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. A new sample collection was tested and generated negative sars-cov-2 results. Results were reported, and no harm or injury was indicated. An investigation was performed.